Event description:
It was reported that the pta balloon ruptured at first inflation. Reportedly, retraction through the distal end of the 7f sheath was difficult; therefore, the balloon and sheath were removed together as a single unit. Another pta was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.